Event description:
It was reported that an ilet device with a cracked screen was determined to require replacement, and the device¿s water resistance and overall functionality were in question. Symptoms included no reported clinical effects. Outcomes included no reported impact to the user¿s health or need for medical care. Investigation included remote troubleshooting and user education, verification of shipping details, and instructions to sync data, shut down the device, and return the device for evaluation. Investigation of this case revealed damage to the display component consistent with a physical screen failure, with no alerts or alarms reported and continued cgm data receipt via the mobile app. It was concluded, based on previously established findings for similar reports, that the cause was physical damage.